Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was burned from the recharger. About 8 months ago the patient began to feel that the equipment was beginning to overheat and that the last time he used it, a very strong site an advertisement came out. Redness, swelling and burning of the device pocket was observed. Patient consulted with their physician who examined him without evidence of infection but there were injuries. Recharging was carried out at the moment for more than 40 minutes and no heat or overload was evident.

Event description:
It was reported that the patient was burned from the recharger. About 8 months ago the patient began to feel that the equipment was beginning to overheat and that the last time he used it, a very strong site an advertisement came out. Redness, swelling and burning of the device pocket was observed. Patient consulted with their physician who examined him without evidence of infection but there were injuries. Recharging was carried out at the moment for more than 40 minutes and no heat or overload was evident. The patient stated that 5 days ago, while recharging the implant, she presented a skin burn with the appearance of phlycthena that broke yesterday with yellowish secretion, dense, foul-smelling, with subsequent improvement with only lubriderm applied. Patient is walking little and with little exercise because he gets dizzy, presented an episode of dyskinesia. Patient showed dysarthria, hypomimia, rigidity, bradykinesia, without tremor. The stimulator was checked and impedances were found to be normal except in contacts 0 and 8 which are at the limit. Therapy is within normal limits, good recharging of the system. Stabilityin mobility was observed with voluntary movements of the right body. Skin at the site of the stimulator lesion was clean. No signs of inflammation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.